Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, product type screening.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's lead moved away from the nerve on the patient's right side. The caller was advised that the patient should follow-up with their healthcare provider (hcp). No patient symptoms were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.